Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 1806050j port & catheter, implanted, subcutaneous, intravascular allegedly experienced obstruction of flow. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. Of the two patients, a male patients' age and weight was not provided. Other patients' age, weight and gender was not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code for thepowerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified in d2. H10: of the two malfunctions, the lot number were not provided, a lot history review was not performed. The samples were returned to the manufacturer for inspection/evaluation. Additionally, for one malfunction device codes 2340 - failure to infuse and 2170 - suction problem were added. For one malfunction, the investigation is confirmed for catheter occlusion. For remaining malfunction, the investigation is unconfirmed for failure to infuse, suction problem and occlusion. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the two malfunctions, the lot number were not provided, a lot history review could not be performed. The samples were returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time. The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 1806050j port & catheter, implanted, subcutaneous, intravascular allegedly experienced obstruction of flow. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. Of the two patients, a male patients' age and weight was not provided. Other patients' age, weight and gender was not provided.